Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, when a non-abbott ablation catheter was used, the device could not be removed from the agilis introducer a filamentous plastic material was removed with the catheter from the introducer. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One agilis¿ nxt steerable introducer dual-reach¿ was received for investigation. The sheath was torn and detached from the handle and material was noted to be hanging out of the hub of the sheath. Functional testing was not possible due to the aforementioned damage. The sheath hemostasis cap inside diameter measurement was within specifications; however, the sheath handle was opened, and the pull wire windows were noted to be torn, consistent with the reported withdrawal difficulty. The sheath was cut lengthwise; evidence of delamination was noted along the inner wall of the sheath, consistent with the torn pull wire windows and material exiting the sheath hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft window damage is consistent with damage during use, however abbott is performing further investigation.